Manufacturer narrative:
H4. Corrected information, supplemental report: manufacturing date was not updated when suspect product changed.

Event description:
The patient underwent surgery. The surgeon re-connected the lead to the generator, and impedance was ok. The generator and lead were left in place and were not explanted. It was noted that the screw wasn't screwed in correctly. No other relevant information has been received to date.

Event description:
Patient presented with high lead impedance. Per the physician, the cause of the high impedance will not be known until the patient's surgery. X-rays were performed but have not been reviewed by the manufacturer to date. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.